Event description:
It was reported that this was a rsa on the shoulder performed. The surgery was performed via a superior approach. During surgery, a trial stem was attached to the implant driver and inserted into the humerus. The surgeon then attempted to remove the implant driver from the trial stem but was unable to do so. Therefore, the trial stem was connected to the implant driver again and the trial stem was removed from inside the humerus. When the surgeon removed the trial stem from the implant driver on the instrument table, parts of the implant driver had been off, causing the implant driver to be unusable. After that, the implant driver with the parts removed and the stem of the real implant were used without being fixed, and the surgery was completed successfully. (The implant driver was used only to check the retroversion angle). There were no parts left inside the body. There was 30 minutes surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6: photo investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photographs provided were reviewed, however they do not represent the reported unk humeral trial. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported unk humeral trial. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.